Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. Per the information collected, wi-fi led indicator on the wireless footswitch was blinking in red. The wireless connection with the base station was re-established after reset the wireless footswitch connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wifi light on the foot switch in the examination room is lit red and it is not working. No harm was reported. Device was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) communicated to the user how to troubleshoot the issue experienced. Philips has started an investigation of this complaint.